Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14850525.

Event description:
It was reported that the patient experienced inadequate stimulation, and the implantable pulse generator (ipg) was no longer working as intended. The patient underwent an explant procedure. All explanted products will not be returned.